Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Event description:
The user facility's biomedical engineer reported that pt coded one half hour into hemodialysis treatment and expired two hours later. The user facility reported that conductivity was running high at 14.1. The manufacturer's regional equipment specialist evaluated the hemodialysis machine and was not able to confirm the report of high conductivity.